Event description:
The device was used during a lap chole procedure. Reportedly the black insulation on the outside of the instrument fell off the distal tip of the shears. The insulation was removed from the cavity with a grasper and continued the case. The hospital reported no injury to the patient.